Event description:
Per the surgeon's report, this patient experienced pain and a skin flap breakdown. Eventually, the receiver / stimulator was exposed. The surgeon explanted the device in 2006 and reimplanted the patient with a new device the same day.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.